Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up. The pulse generator exhibited backup vvi mode during firmware upgrade. The device was successfully restored through a device download. No adverse events experienced by the patient.